Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) (ofr). Following additional high level disinfection at ofr, the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the subject device tested positive for klebciella pneumoniae (35 cfu/100 ml). It was also informed that all channels of the subject device tested positive for pseudomonas aeruginosa and enterobacter cloacae complex (>100 cfu/100 ml) in the additional surveillance test on (B)(6). There was no report of infection associated with this report.